Event description:
It was reported that during a surgical procedure at the user facility, the device was not running in the correct mode. Back-up equipment (catalog# 5100088000, sn (B)(4)) was used to complete the procedure. No adverse consequences and no medical intervention were reported.

Manufacturer narrative:
Additional info will be submitted once the quality investigation is completed.